Event description:
Patient came in for gastrointestinal (gi) pill. Patient was given gi pill without any issues. All equipment was working properly before, during, and after gi pill was given. Patient had come back that evening as instructed and the pill recorder was downloaded by someone. As staff member was helping with another gi pill at another time, they noticed one of the gi pill recorders was not on. They turned the recorder on and it started working. The recorder was from the original patient's study and it stated that the video creation was unsuccessful. Staff attempted to create the video again. The video failed to create and given/medtronic technical support was called and informed of everything that happened. Staff followed technical support directions and attempted to create another video. This attempt failed and technical support was called again. Technical support asked staff to create another video which also failed. Staff received an email from technical support, which said support was able to see that the pillcam recorder failed to copy data to the memory card, and that the study had been lost due to malfunction. Technical support said that they would be sending a replacement recorder to send the current malfunctioning recorder back so that they could look further into this.